Manufacturer narrative:
Evaluation summary: a sample was not received at the manufacturing site for evaluation for the report of scratched or damaged haptic due to injector; therefore, the condition of the product could not be verified. Even though no lot number was identified with this complaint; our products are processed and released according to the product¿s acceptance criteria. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported multiple intraocular lenses with scratched or damaged haptics due to the injector during implantation. Additional information is requested.